Event description:
The following has been reported by customer: customer has reported the following malfunction: the pump autonomously changes the flow rate during the infusion. Reporting as a conservative measure. Adverse effects were not reported. Additional information is needed to complete the investigation.